Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during the pump preparation procedure that the heartmate 3 modular cable was difficult to engage and disconnect, and that the arrows were unable to be aligned. The modular cable was to be returned and a replacement was requested.

Manufacturer narrative:
Manufactures investigation conclusion: there were incidental findings of a slightly dislodged o-ring inside the inline connector. The reported event of difficulty engaging and disconnecting the modular cable was not confirmed. The returned modular cable was connected to several test pumps and test controllers and there was no resistance noted during the connection; the arrows on the inline connector and on the pump percutaneous cable were properly aligned during connection. There was no damage observed on the connectors that would contribute to the reported event. The modular cable was then connected to a test system controller and operated in a mock circulatory loop without issue. The modular cable was shipped to pleasanton for further testing. This testing did not reveal any electrical or mechanical issues on the cable and there were no difficulties encountered while connecting the modular cable to the pump percutaneous lead or to the controller. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿ addresses the proper steps for connecting the driveline to the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the modular cable, lot number 8151610, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 04nov2021. No further information was provided. The manufacturer is closing the file on this event.